Event description:
The co has rec'd a complaint filed on behalf of a customer, which indicates that there are examples of differences in cvp pressure values displayed on the pt monitor, from one minute to the next and after cable re-connection.